Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The perclose proglide referenced is filed under a separate medwatch report number. Literature attachment: groin complications in endovascular mechanical thrombectomy for acute ischemic stroke: a 10-year single center experience.

Event description:
It was reported through a research article identifying starclose se and perclose proglide that may be related to the following: a groin complication defined as the formation of a groin hematoma, retroperitoneal hematoma, femoral artery pseudoaneurysm, or the need for surgical repair. Specific patient information is documented as unknown. Details are listed in the attached article, titled groin complications in endovascular mechanical thrombectomy for acute ischemic stroke: a 10-year single center experience."(jun 2016)